Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level due to needing settings adjustments. Bg was "high" according to continuous glucose monitor readings and was addressed with a manual correction injection. Tandem technical support assisted in adjusting settings to customer's healthcare provider's recommendations.